Event description:
It was reported it was difficult to engage the clave when drawing blood using a one-link connector IV set. The device was used with a non-baxter syringe, which was also difficult to engage. This occurred during infusion. There was no report of patient injury and medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A baxter representative visited the site and determined that the issue was due to use error; the staff was retrained on the proper technique. Should additional relevant information become available, a supplemental report will be submitted.